Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. Customer states her blood glucose was extremely low and wanted to be on record; there was a threshold suspend due to her low blood glucose. Customer's blood glucose was 158 mg/dl at the time of the call. The customer treated with carbs, drank capri sun orange juice and ate a granola bar. The customer was not connected to the insulin pump while priming the device. The product was not returned for analysis.